Event description:
The device has been discarded.

Manufacturer narrative:
Continued e1 phone number: +(B)(6).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture unknown side." Device has been explanted.